Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 10/06/2006.

Event description:
A surgeon reports a scratch was noted on the intraocular lens (iol) following insertion. The surgeon first thought the problem was retained lens material, but when we was attempting to position the iol, it was clear that the problem was in the lens itself. Due to the patient's corneal condition (corneal guttata), he decided not to explant the lens during the initial cataract procedure. The cornea recovered well and no retina problems were identified. During phone follow-up, the surgeon stated a lens exchange was performed in 2006. Due to the patient's pre-existing corneal guttata, the patient has had significant corneal edema following the lens exchange. During the last exam, the edema was improving and the cornea was clear. The surgeon feels it may be several months before the patient's final outcome is known.